Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent would not deploy. There was no reported impact or consequence to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the deployment mechanism had been actively used until the breakage of a force transmitting component occurred with the stent being partially released. In addition, a delivery system component was found to be fractured. The condition of the returned device indicates the presence of high release force. Increased friction in the distal catheter section is considered the reason for the increased release force and subsequent deployment failure. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. Also a not performed pre-dilation of the lesion may contribute to the reported event. The event also may be use-related as rough handling of the device can lead to friction increase. The breakage of the delivery system component is considered a consequence of the deployment failure. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."

Event description:
It was reported that the vascular stent could not be deployed in a left sfa stenosis. The device was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.